Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with button error alarm due to flatten bolus express button, escape, activate and up arrow buttons dome switches. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
It was reported the customer received a button error alarm. Customer's blood glucose was 165 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.